Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a food bolus, but ate less food than originally accounted for. Subsequently, customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer disconnected the pump from body to address bg level. Additionally, the customer reported the pump was "not giving insulin like it is supposed to sometimes." Although requested, the customer declined to provide additional information and declined troubleshooting.